Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing; the device was unable to detect the attached electrode pads, displayed "pace defib device failure," "defib disabled," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of pads/paddle lead fault was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The customer's report of defib and pacer disabled messages was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The processor/bridge/pace board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.